Event description:
It was reported that the patient with this pacemaker exhibited syncope and pre-syncope due to minute ventilation (mv) oversensing. The patient stated she was misdiagnosed as vasovagal syncope. The health care professional (hcp) didn't want to remove the device so then ended up turning it off. Subsequently, they implanted a non-boston scientific device however, even though her pacemaker was turned off she was still experiencing pre-syncope while driving. The patient was seen in the device clinic, and she had one and a half years left on the pacemaker. She requested to have the device removed and analyzed. At this time, the device has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did find a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker exhibited syncope and pre-syncope due to minute ventilation (mv) oversensing. The patient stated she was misdiagnosed as vasovagal syncope. The health care professional (hcp) didn't want to remove the device so then ended up turning it off. Subsequently, they implanted a non-boston scientific device however, even though her pacemaker was turned off she was still experiencing pre-syncope while driving. The patient was seen in the device clinic, and she had one and a half years left on the pacemaker. She requested to have the device removed and analyzed. At this time, the device has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker exhibited syncope and pre-syncope due to minute ventilation (mv) oversensing. The patient stated she was misdiagnosed as vasovagal syncope. The health care professional (hcp) didn't want to remove the device so then ended up turning it off. Subsequently, they implanted a non-boston scientific device however, even though her pacemaker was turned off she was still experiencing pre-syncope while driving. The patient was seen in the device clinic, and she had one and a half years left on the pacemaker. She requested to have the device removed and analyzed. At this time, the device has not been returned. No additional adverse patient effects were reported.